Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no internal battery shorting occurred. Lithium-severing was seen in turn 7 and partial lithium-severing in turn 5, leading to reduced anode surface area and consistent with the high battery impedance measured upon receipt. The device was returned due to a charge time out alert. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated charge time.

Event description:
It was reported that the patient called their clinic and stated that they did not feel well. A remote transmission indicated that patient was in ventricular tachycardia (vt) and the device had a charge circuit timeout occur, so cardioversion was not delivered. It was noted that the charge time was greater than thirty seconds. The device was explanted and replaced. No further patient complications have been reported as a result of this event.